Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level ranged from the 300's (mg/dl) to 207 mg/dl at the time of report. The bg level was addressed with multiple site changes and a manual injection.